Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotablator rotalink plus and rotawire drive were selected for procedure. The rotapro was prepared outside the body and platformed at 170,000rpm. During the procedure, the burr was stuck on the rotawire inside the patient during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. It was very difficult re-establishing wire position and had to change guidewires. The procedure was completed successfully with balloon and stent. There were no patient complications and the patient was fine post procedure.

Manufacturer narrative:
E1 initial reporter state: (B)(6). Device evaluated by MFR: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually examined. Inspection of the device did not identify any damages or defects. During functional testing, the returned wire was not able to be removed from the returned device due to the kinked and stretched coil within the sheath. Product analysis confirmed the reported events, as the returned rotawire was not able to be removed from the device due to the kinked and stretched coil within the sheath.

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotablator rotalink plus and rotawire drive were selected for procedure. The rotapro was prepared outside the body and platformed at 170,000rpm. During the procedure, the burr was stuck on the rotawire inside the patient during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. It was very difficult re-establishing wire position and had to change guidewires. The procedure was completed successfully with balloon and stent. There were no patient complications and the patient was fine post procedure.